Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a040601 captures the reportable investigation results of cutting wire kinked. Block h11: investigation results at this time the device is currently undergoing technical analysis. The investigation is not yet complete. A supplemental report will be submitted once the results are available. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lot numbers, and a manufacturing review of the most probable lots did not identify any anomalies or deviations that could have contributed to the event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a stonetome was attempted to be used in the papilla during a common bile duct (cbd) stone removal surgery procedure to treat cbd stones performed on (B)(6) 2026. It was reported that the blade was bent. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a040601 captures the reportable investigation results of cutting wire kinked.

Event description:
It was reported to boston scientific corporation that a stonetome was attempted to be used in the papilla during a common bile duct (cbd) stone removal surgery procedure to treat cbd stones performed on (B)(6) 2026. It was reported that the blade was bent. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.